Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer reports device display the check IV set message on 8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer reports device display the check IV set message on 8100. Customer did replace the ail sensor, and error message repeated. They also checked the device using the analog sensor task in asm. All sensor reading were in tolerance, customer mentions. They suggested to send device in for the service depot. Transfer customer to our service coordinator to assist with RMA request.